Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. It was suspected that the right ventricular lead had dislodged. Chest x-ray was performed and confirmed the lead had dislodged. During lead reposition, insulation anomaly was noted. The lead was explanted and replaced. The patient was in stable condition prior and post operation.

Event description:
New information on 9/13/2016 stated that the right ventricular lead was not dislodged. Insulation anomaly was noted during an unrelated procedure.